Event description:
It was reported that the patient presented for management of (B)(6) septic arthritis complicated by bacteremia and subsequent device infection. The implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.